Manufacturer narrative:
The device history record for lot number hn114773 was reviewed and shows all inspected part were received and accepted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a nc fusion surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system. Metal debris was reported to be found during the reaming process, when the surgeon reamed the pocket hole on the stainless-steel template. It could not be identified which instrument caused the metal particles therefore, both the reamer and template are being reported. The procedure went smoothly and it was reported that the patient was happy with the outcome. This is report 1 of 2 for this incident. This report is to address the reamer.

Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are expected to be returned for the manufacturer review/investigation and a supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent a nc fusion surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system. Metal debris was reported to be found during the reaming process, when the surgeon reamed the pocket hole on the stainless-steel template. It could not be identified which instrument caused the metal particles therefore, both the reamer and template are being reported. The procedure went smoothly and it was reported that the patient was happy with the outcome. The part number and lot number of the device was not reported by the initial reporter. Reasonable efforts were made to obtain case information however, the reporter was not responsive. This is report 1 of 2 for this incident. This report is to address the reamer.